Event description:
Malfunction of a device occurred outside us, in norway. Patient has filed a complaint where several sterile, single-use urinary catheters, brand name lofric sense 15cm ch14 had a damaged primary package. According to the patient and picture provided to the manufacturer, the bottom of the primary package has a missing a weld. This means the sterile barrier is compromised. The damage of the primary package was noticed prior to use. No harm or injuries is reported due to this malfunction. The damaged products will be returned to the manufacturer for inspection. No further information have been reported for this complaint.

Manufacturer narrative:
The inspection of the provided image and device suggest a possible misalignment of the package foil, though this cannot be confirmed. At wellspect, production staff inspect every package of 6 products hourly. During the production of lot# 659451, (september 1-3, 2024), 312 products were inspected and approved for quality. The lot contained (B)(4) products, with no deviations identified. Additionally, (B)(4) samples were inspected for leakage before release. Batch documentation showed no deviations. This appears to be an isolated event, and quality inspections will be temporarily increased to monitor for recurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.